Event description:
This event was communicated by medtronic navigation who reported that a site ((B)(6) hospital) had spheres that would not track. Site reported spheres appeared scuffed but did not take any pictures or record lot number. Complainant reported that there was no delay or adverse event to the patient. There was no patient/user injury, death or other serious deterioration in health.